Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified volume of total parenteral nutrition and lipids via a symbiq pump. It was reported that during priming of the tubing set, the tubing separated from the clave y-site. The tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.